Event description:
It was reported that pump displayed cartridge change error and customer was unable to complete load process. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, removed pump from case, inspected cartridge o-ring, removed extra o-ring and debris from pneumatic tap area, cleaned area with appropriate material, reattached cartridge securely, followed on-screen instructions, successfully completed load process, and resumed insulin delivery.